Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25x8mm xience alpine referenced is being filed under a separate medwatch report. The device was returned for analysis. The tip detachment was able to be confirmed. The reported stretched was able to be confirmed. The reported failure to advance and difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously implanted 2.25x8 mm xience alpine stent resulted in the reported difficulty to remove. Manipulation of the device resulted in the noted twisted shaping ribbon, the reported stretched coils and ultimately resulted in the reported/noted detachments (tip/coil, core/ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified lesion in the 1st obtuse marginal (om) coronary artery and left circumflex artery (lcx). A 2.25x8mm xience alpine stent was implanted in the 1st om; however, a portion of the stent struts were noted to be in the lcx artery and were not fully expanded. Post dilatation was performed to fully appose the stent to the vessel wall. A 3.0x25mm xience alpine stent was implanted in the lcx. A ht-bmw universal guide wire was advanced; however, resistance was met with the stent struts of the 2.25x8 mm xience alpine stent. The guide wire was pulled back to re-position and was noted to have got caught on the stent struts of the 2.25x8 mm xience alpine stent. The ht bmw universal guide wire started to unravel during removal from the patient anatomy and the unraveled portion was noted to have separated in the patient anatomy. A snare device was used to retrieve the majority of the separated portion; however, the tip was unable to be retrieved. There was no damage noted to the 2.25x8 mm xience alpine stent. A 3.25x23mm xience alpine stent was implanted in the om to embed the separated tip and treat the target lesion to complete the procedure successfully. No additional information was provided.